Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
During the initial implant of a bifurcated stent and a suprarenal aortic extension the patient is reported to have a unexpected open repair of the femoral artery on the right side and significant blood loss. After the procedure it was reported the patient was diagnosed with anemia. The patient was given 2 units of packed red blood cells in the operating room and had a prolonged hospital stay. There have been no additional adverse events reported for this patient.